Event description:
A representative reported that they found the catheter was fractured and broken. They attempted to check the catheter for patency, but they were unable to aspirate. They were replacing the pump due to normal longevity and the catheter on the day of the report. The representative noted that, given the patient¿s concentrations of 80 mg/ml dilaudid and 4 mg/ml bupivacaine, the lowest setting they could program at simple continuous was 3.8 mg/day, which was higher than the physician desired. The representative was considering minimum rate. The pump was not primed on the back table. The representative stated that the physician was under the impression that the patient probably was not getting anything. The physician removed the medications from the pump and placed saline. Prior to the surgery, the patient had stated that the pump ¿seemed to be working fine¿ and ¿he was doing okay."

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type catheter; product ID 8590-1; lot # n083777, implanted: (B)(6) 2006, product type accessory. (B)(4).